Manufacturer narrative:
Patient age/date of birth: asked but unavailable (asku). Explant date: if explanted, give date: not applicable (na). Lens remains implanted. Initial reporter phone number: (B)(6). (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that physician noted unexpected post-operative refraction where patient's eyesight was different from the target with the intraocular lens (iol), causing hyperopia. It was noted that the physician measured with iol master and a-mode of ultrasound, before lens was implanted. In addition, it was further noted that the difference in target was -2 diopters and physician has planned to implant a 1 diopter lens to correct the vision. No patient complications were reported. No further information has been provided.

Manufacturer narrative:
Follow-up information was received concerning the patient which indicated that the operation for the add-on intraocular lens (iol) was already performed. There was no problem with visual acuity. There was no information for the intraocular lens (iol) diopter. The operation date could not be obtained. The manufacturing record review was performed. There were no process and / or material changes within the production order number. There were no non conformances with respect to the sterilization process. The in-line optical inspection data showed that the lens was within specification in terms of optical and cylinder power. There were no associated nonconformity material reports or non conformances. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.